Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional observations of inner tubing kinked/buckled and blood in/on helix mechanism.

Event description:
It was reported that during the implant procedure, the right ventricular lead was attempted to be repositioned but the helix would not extend. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.